Event description:
The malem bedwetting alarm which I purchased from (B)(6) overheated and burnt my son. This was the first night we ever used the alarm and followed as mentioned in the manual. My son was hurt and we had to rush him to a doctor. Malem is an inferior quality product which needs to be removed from the market. "Is there any because they claim to have been selling alarms since 1970s."